Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the heavily calcified circumflex artery. A 3.00 x 20 synergy ii drug-eluting stent was advanced to treat the lesion. However, when the stent was almost to the lesion, the stent became lodged or stuck. When the stent was attempted to be pulled backwards, the stent was dislodged off from the delivery balloon and remained in the lesion. Another synergy stent was deployed and expanded the dislodged stent up against the vessel wall behind the new stent that was put in. Two more synergy stents were implanted and the procedure was completed. No patient complications were reported.